Event description:
The customer contact reported during preventive maintenance testing at the user facility, device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During the testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004/130 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.